Event description:
The customer's mother reported via phone call that the customer was unable to remove the battery cap and that the battery was low in the insulin pump at the time of the call. The customer's mother attempted to open the battery cap with both a quarter and large screwdriver unsuccessfully. The customer's blood glucose was 460 mg/dl. The customer treated their blood glucose with a bolus. The customer did not experience ketones. The customer also received the no delivery alarm on the insulin pump. The alarm had already been resolved by a complete set change. Due to the battery cap issue, the customer was advised to discontinue use of the insulin pump if the battery was low. The customer was advised that their insulin pump needed to be replaced. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened buttons dome switch. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test to verify excessive no delivery alarm or verify low battery alarm due to unresponsive button. The insulin pump had battery cap stripped battery cap coin slot, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.